Event description:
It was reported that approximately 6 months post chronic catheter placement, the device allegedly had a crack at the junction between the ring and the catheter. It was further reported that saline was allegedly leaking from the catheter. Reportedly, the catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one broviac s/l catheter with a triple lumen cap attached was returned for evaluation. Visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported catheter crack and leak issue, as a circumferential split was noted approximately 3 mm from the distal end of the luer and the catheter was patent to infusion with a minor leak noted at the circumferential split. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the broviac cv catheter, single-lumen, 6.6f products that are cleared in the us. The pro code and 510k number for the broviac cv catheter, single-lumen, 6.6f products is identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 01/2025).

Event description:
It was reported that sometime post chronic catheter placement, the device allegedly had a crack at the junction between the ring and the catheter. It was further reported that saline was allegedly leaking from the catheter. Reportedly, the catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 01/2025). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately six months post chronic catheter placement, the device allegedly had a crack at the junction between the ring and the catheter. It was further reported that saline was allegedly leaking from the catheter. Reportedly, the catheter was replaced. There was no reported patient injury.